Event description:
Pt revised to address loosening, due to a cement mantle failure at cement/implant interface, cement brand is unk.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible, as the product and/or lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened.